Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer was admitted to the emergency room (ER) due to an elevated blood glucose (bg) level (over 395 mg/dl) and vomiting. While in the ER, the customer was treated with intravenous saline and insulin, as well as anti-nausea medication. Prior to going to the ER, the customer's performed a supply change to attempt to treat the bg. The customer was released from the emergency room on (B)(6) 2025 with no permanent damage.